Event description:
It was found that the track belts were damaged leading to an unstable chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.